Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a crack was noted in the iol after insertion. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was good.